Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("device migrating/ migration/perforation of the essure device"), device breakage ("device breakage"), tubal rupture ("fallopian tube rupture"), genital haemorrhage ("abnormal bleeding"), pregnancy with contraceptive device ("pregnancy") and abortion spontaneous ("miscarriage") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included obesity and cervical dysplasia. Concurrent conditions included chest pain, diarrhea, restless legs syndrome, fever, vomiting and hypertension. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced aggression ("hormonal changes describe: aggression") and agitation ("agitation,"). In 2015, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), tubal rupture (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), pelvic pain ("severe pelvic pain"), abdominal pain lower ("severe cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), hypersensitivity ("allergic and/or hypersensitivity reactions"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problem"), urinary tract infection ("utis"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping),"), fatigue ("fatigue"), gastrooesophageal reflux disease ("gastro-esophageal reflux disease"), nausea ("nausea"), allergy to metals ("nickel allergy"), vision blurred ("blurry vision") and hypertension ("high blood pressure"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (surgical removal of the device and/or a hysterectomy / pelvic surgery on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device breakage, tubal rupture, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, abdominal pain lower, dyspareunia, vaginal discharge, vaginal infection, hypersensitivity, female sexual dysfunction, bladder disorder, urinary tract disorder, aggression, agitation, urinary tract infection, migraine, headache, tooth disorder, dysmenorrhoea, fatigue, gastrooesophageal reflux disease, nausea, allergy to metals, vision blurred, weight increased and hypertension outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, aggression, agitation, allergy to metals, bladder disorder, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, headache, hypersensitivity, hypertension, migraine, nausea, pelvic pain, pregnancy with contraceptive device, tooth disorder, tubal rupture, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: essure devices placed bilaterally with 2 coils on right and three coils on left visualized. Current weight 205 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: scout images revealed mild degenerative changes of both si joints ( subchondral sclerosis). There also are bilateral fallopian tube occlusal devices. Both fallopian tube are occluded. Normal hsg post. Fallopian tubal occlusion.. Pathology test - on (B)(6) 2014: uterus, hysterectomy, cervix: mild chronic cervicitis, endometrium. Benign proliferative phase endometrium, myometrium: no histopathologic change.. Ultrasound scan - on (B)(6) 2014: revealed a normal-appearing uterus and an unremarkable cyst no masses noted. Ultrasound scan vagina - on (B)(6) 2014: unremarkable pelvic ultrasound examination. Unremarkable cyst right ovary. Fundal changes consistent with adenomyosis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain nausea ,severe dysmenorrhea, menorrhagia, chronic pelvic pain, dyspareunia ,lower abdominal pain , gastro-esophageal reflux diseas quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2019: pfs and mr received. Reporters information updated.events:apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, hormonal changes describe: aggression and agitation, infection (bladder/ urinary tract/vaginal) type: utis, migraines / headaches, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, gastrointestinal or digestive system condition type: gastro-esophageal reflux disease, nausea, nickel allergy, pain, vision/eye problems type: blurry vision, weight gain were added. Medical history , lab data were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known, possible. Undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 7-mar-2017: quality-safety evaluation received. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she experienced device migrating (seen as device dislocation). A hysterectomy was performed around 2 years after placement. The reported event is serious due to medical significance and anticipated in the reference safety information for essure. During essure therapy there is a risk that the device could move out of fallopian tubes; this movement could be a dislocation/ migration, or occur as a result of uterine perforation. In the present case, the event was detected after insertion. Given the nature of event, a causal relationship with essure cannot be excluded. This case was regarded as incident since a surgical device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("device migrating/ migration/ perforation of the essure device"), device breakage ("device breakage"), tubal rupture ("fallopian tube rupture"), genital haemorrhage ("abnormal bleeding"), pregnancy with contraceptive device ("pregnancy") and abortion spontaneous ("miscarriage") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), tubal rupture (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), pelvic pain ("severe pelvic pain"), abdominal pain lower ("severe cramping"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection") and hypersensitivity ("allergic and/or hypersensitivity reactions"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (surgical removal of the device and/or a hysterectomy / pelvic surgery on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device breakage, tubal rupture, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, abdominal pain lower, dyspareunia, vaginal discharge, vaginal infection and hypersensitivity outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, device breakage, dyspareunia, genital haemorrhage, hypersensitivity, pelvic pain, pregnancy with contraceptive device, tubal rupture, uterine perforation, vaginal discharge and vaginal infection to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known, possible. Undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 15-sep-2017: events added: severe pelvic pain, severe cramping, abnormal bleeding, dyspareunia, vaginal discharge,vaginal infection, device breakage, fallopian tube rupture, pregnancy and subsequent miscarriage, device ineffective, allergic and/or hypersensitivity reactions and perforation of the essure device. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migrating") in a female patient who received essure. On (B)(6) 2012, the patient started essure. On (B)(6) 2014, 616 days after starting essure, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (surgical removal of the device and/or a hysterectomy on (B)(6) 2014). Essure was withdrawn. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she experienced device migrating (seen as device dislocation). A hysterectomy was performed around 2 years after placement. The reported event is serious due to medical significance and anticipated in the reference safety information for essure. During essure therapy there is a risk that the device could move out of fallopian tubes; this movement could be a dislocation/ migration, or occur as a result of uterine perforation. In the present case, the event was detected after insertion. Given the nature of event, a causal relationship with essure cannot be excluded. This case was regarded as incident since a surgical device removal was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.